Manufacturer narrative:
The reported events of premature separation and separation problem were confirmed. As received, a catheter was returned in one piece with the by-pass-valve and protective sleeve covering the distal region. After retracting the by-pass-valve and protective sleeve, blood was noted at the distal region. Visual inspection found the tether control knob was in aligned position, but the tether bullets were misaligned. X-ray examination found one of the tether wires was slightly slipped inside the release tether screw as received. The slightly slipped tether screw could have caused the tether bullets to be misaligned which could have contributed to the events reported in the field.

Event description:
During the leadless pacemaker (lp) system implant procedure, the delivery catheter and the lp separated prematurely. The lp was dislodged into the right pulmonary artery. The lp was retrieved and during explant the helix of the device was stretched. A new lp system was selected and successfully implanted. The patient was in stable condition.